Event description:
It was reported that during surgery, drill cold weld inside of a drill guide. No injury was reported. It is unknown if there was a delay or how was the procedure concluded.

Manufacturer narrative:
The devices, used in treatment, were returned for evaluation. A visual inspection of the returned devices confirms the overdrill for 2.4mm screws w/ ao qc (71174907) is colded in the 2.4 side of the 1.8/2.4mm double-ended drill guide (71174930) and can¿t be removed. These devices were manufactured in 2015 and 2019. These device exhibit signs of significant wear and use. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. These devices are reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.sign-off date 7/13/2020